Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. The returned product was one 4 fr powerpicc solo catheter. The catheter extended between the 40 and 41 cm depth marker. The white print on the winged hub was faded. Dried residue was present within the extension tubing. An initial visual observation showed the depth markings between the 5 cm and 11 cm to be worn out. Tactile evaluation of the catheter shaft revealed an indentation near 5 cm depth mark. There is evidence of a kink between the 9cm and 10cm depth markings. Microscopic observation revealed material wrinkling along the circumference of the catheter. When the catheter was flushed with a 12cc syringe, no leak was observed. The distal end of the catheter was then clamped, and the catheter was flushed against the occlusion. A small beading leak was observed near the 9cm depth marking. A microscopic observation revealed a small longitudinal split within the kinked area (between the 9cm and 10cm depth markings). Along the length of the catheter, a longitudinal line was seen. The split in the tubing was found within this line. The catheter was cut circumferentially at the 12cm depth marking to allow for measurements of the catheter diameter. The wall thickness and outer diameter were found to be within manufacturing specification. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. The event description indicates the leak occurred near the insertion site. The material wrinkling which was aligned with the split location suggest kinking of the catheter may have been a contributing factor. The product instructions for use states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." Since a leak was found on the catheter during evaluation, the complaint is confirmed but the exact cause remains unknown.

Event description:
Date inserted: (B)(6) 2020. Date of first reported issue to IV team: (B)(6) 2020. Date of contrast study and removal: (B)(6) 2020. "Patient experienced some issues/complications and as a result had CT contrast that showed a break in the PICC at the 9cm mark. This was 3cm from the insertion site as there was 6cm external at time of insertion."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2857 showed one other similar product complaint(s) from this lot number.

Event description:
Date inserted: (B)(6) 2020. Date of first reported issue to IV team: (B)(6) 2020. Date of contrast study and removal: (B)(6) 2020. "Patient experienced some issues/complications and as a result had CT contrast that showed a break in the PICC at the 9cm mark. This was 3cm from the insertion site as there was 6cm external at time of insertion."